Manufacturer narrative:
Date of report received: 02 jul 2019. MFR received date: 01 jul 2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective power management board and top cover and installed new filters to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported (defect on arrival) defoa- system won't power off. It was noted that error 35v and auxiliary voltage was displayed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.